Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00643. It was reported the pt ((B)(6)) lost stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. Surgical intervention was undertaken to address this issue. Intraoperative testing of the pt's lead confirmed the previously observed impedance issues. Consequently, the device was explanted and a new lead was placed. Intraoperative testing of the new lead found impedance issues when tested in conjunction with the pt's ipg and extension. However, when tested independently, the new lead functioned according to specifications. Based on these findings, the physician explanted the pt's extension and connected the newly implanted lead directly to the ipg. Optimal stimulation was obtained for the pt following the procedure.

Manufacturer narrative:
Eval codes: results: complaint about "invalid impedance" was confirmed; the returned lead had a severe kink with all wires broken within proximity of the anchor compression mark. The compression mark on the lead from the swift lock when aligned to the swift lock placement showed the fracture was at the distal end of the anchor. As there was no breach of the outer tubing of the lead, the damage is consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.